Manufacturer narrative:
An event of shortness of breath, aortic regurgitation, leaflet tear and valve explant was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received cause of reported event could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2017, a 21mm trifecta gt valve was implanted during an aortic valve replacement. On an unknown date, the patient presented with shortness of breath and was determined to have grade iii aortic insufficiency and regurgitation. On (B)(6) 2023, the valve was explanted, and a valve leaflet tear was present. The device was successfully replaced with an unknown valve. The patient status was reported as stable.

Event description:
It was reported that on (B)(6), 2017, a 21mm trifecta gt valve was implanted during an aortic valve replacement. On an unknown date, the patient presented with shortness of breath and was determined to have grade iii aortic insufficiency and regurgitation. On (B)(6), 2023, the valve was explanted, and a valve leaflet tear was present. The device was successfully replaced with an unknown valve. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.